Event description:
The patient underwent cystoscopy, bladder biopsy and fulquration, right ureteroscopy, laser lithotripsy, and insertion of ureteral stent. During the procedure the basket used to retrieve the stone broke. An inspection of the basket revealed that one of the two arms seemed to be missing. No fragments were visible in the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. (B)(4).

Manufacturer narrative:
(B)(4). Product was not returned for eval. During the course of investigation, a review of the complaint history, device history record, drawing, instructions for use (IFU), mfg instructions (mi), quality control (qc), specs and trends was conducted. Per quality control, the integrity of this basket is ensured and is visually inspected for signs of damage. The device is shipped with instructions for use (IFU) which give suggested handling instructions for use extractors and forceps. The IFU states that excessive force could damage the device. Appropriate controls are in place. We have notified the appropriate internal personnel and will continue to monitor for similar events. Quality engineering risk assessment was used to asses risk and it was concluded that no further risk reduction is required.

Event description:
The pt underwent cystoscopy, bladder biopsy and fulguration, right ureteroscopy, laser lithotripsy, and insertion of ureteral stent. During the procedure, the basket used to retrieve the stone broke. An inspection of the basket revealed that one of the 2 arms seemed to be missing. No fragments were visible in the pt. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.